Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that during the index procedure, that due to the severe tortuosity in the vessel, the bifurcate stent graft was implanted while delivering the delivery system along the vessel. The push-up force was too strong, and the device disengaged proximally, leading to occlusion of the right renal artery by approximately 80% to 90%. An attempt was made to perform chimney technique, but it was difficult to access to the right renal artery. The procedure was ended after only a slight inflation at the entry part was achieved by using a balloon. As per the physician the cause of the event was patient vessel morphology. The vessels were severely tortuous so implantation along the greater curvature side was necessary; however, the cause was considered to be that the force was strong when delivering the system along the greater curvature side. No additional clinical sequalae were provided and the patient will be monitored.